Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet bionic pancreas experienced post-meal hyperglycemia followed by hypoglycemia despite a meal announcement, during which the pump increased insulin delivery and then suspended delivery as glucose declined while the cgm continued to display low readings. Symptoms included a low blood glucose of 52 mg/dl without loss of consciousness, dizziness, or other acute effects. Outcomes included self-treatment of hypoglycemia with oral carbohydrates and no use of backup therapy, medical intervention, or ketone testing. Investigation included review of device reports indicating adaptive insulin modulation with suspension during falling glucose and confirmation of user alerts for low and urgent low. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause following automated insulin delivery adjustments, with no device malfunction identified from available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.